Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product information was provided for the allegation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.